Manufacturer narrative:
The following fields were updated due to additional information: d10: device available forevaluation? Yes. D10: returned to manufacturer on: (B)(6)2020. H6: investigation summary bd received one (1) sample from the customer for investigation. The sample was evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, nineteen (19) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® cat (clot activator tube) plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated "biobank has been working with bd vacutainer for many years, but now the serum tubes have not been filled correctly in various locations. Due to underfilling, samples from the biobank are missing because the volume of serum is not sufficient for the required number of aliquots."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1575, 1675. FDA patient problem code(s): 2199.

Event description:
It was reported the bd vacutainer® cat (clot activator tube) plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated "biobank has been working with bd vacutainer for many years, but now the serum tubes have not been filled correctly in various locations. Due to underfilling, samples from the biobank are missing because the volume of serum is not sufficient for the required number of aliquots."